Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft4 iii assay result for one patient from a cobas 8000 e 801 module. The serial number was requested but was not provided. The sample was sent for investigation and was tested on a cobas 8000 e 801 module and an architect analyzer. The customer reported out the results to a physician.

Manufacturer narrative:
From the data provided, a general reagent issue can be excluded. The ft4 results measured with roche assays and siemens centaur methods are all within the reference ranges of the respective assays. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. For diagnostic purposes the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. The investigation did not identify a product problem.